Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual product was returned for evaluation. Upon visual examination, no swaging anomalies were found. Technique and or force used to separate the needle from the suture cannot be determined. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2014 and suture was used on the patient¿s blood vessel. During the procedure, the needle pulled off of the suture and fell into the patient¿s body, but it was retrieved. No adverse patient consequences were reported.